Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to incorrect femoral rotation. The femoral component, tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to incorrect femoral rotation. The femoral component, tibial bearing and locking bar were removed and replaced.